Event description:
A cartridge alarm was reported by the caller, which had been recurring with consecutive cartridges since october 13. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer support decided to replace the malfunctioning pump, instructing the caller to return the problematic pump using a pre-paid label within ten days and providing guidance on storage mode and necessary steps for using the replacement pump upon arrival. The caller was informed that the replacement pump would have updated software, and they acknowledged the procedures required for both returning the pump and receiving the new one.